Event description:
It was reported on (B)(6) 2012, that the physician's handheld was not responding to screen taps. Troubleshooting, by cleaning the screen, had previously been attempted and resolved the issue; however it has started to re-occur and could not be resolved. A hard reset was performed, and the handheld was on the "tap the screen to setup pocket pc" screen, but would not proceed when tapped. The screen was again cleaned but it not resolve the issue.. There was no debris observed on the screen edges, and it was confirmed that the screen lock was in the "off" position. The handheld in question was returned on (B)(6) 2012 and analysis on the handheld and programming software has since been completed. During analysis on the handheld, no anomalies, associated with the handheld operating system or software, were identified. However it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified. An analysis performed on the returned flashcard revealed no anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.